Event description:
It was reported a pt had a catheterization procedure approx three weeks ago (event date is unk) with an angio-seal placed in the right femoral artery. The day after surgery, the pt's leg began to swell up. An ultrasound was performed which revealed a pseudoaneurysm compressing the femoral artery. The pseudoaneurysm was injected with thrombin and was resolved. The pt taking prescribed anticoagulants (type and dose unk) to prevent thrombosis. Three days later, the pt had a drop in their hematocrit and blood pressure. The pt was taken to surgery and was found to have a retroperineal bleed. The surgeon repaired a single arterior puncture of the right femoral artery and noted the collagen plug was found in the soft tissue and not near the artery. The pt was reported to be recovering.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, absorbable components and delivery system should be withdrawn from the pt. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.